Manufacturer narrative:
(B)(4).

Event description:
It was reported that no data occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be bluetooth restore. In addition, signal loss greater than an hour was found in connection to the reported allegation. The reported event of no data is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.